Manufacturer narrative:
Device evaluation. One device was returned for evaluation. The device history record was reviewed and no exception documents were found. The device was visually inspected and particulate greater than the acceptance criteria was found. The complaint is confirmed. No root cause was determined.

Event description:
The distributor reported that a foreign object was found in the fluid path of the tubing in the kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.